Event description:
It was reported that during a ptca/stent procedure, the stent delivery system was noted to be leaking from between shaft and green connection. The balloon would not inflate and properly deploy stent. The stent slipped off of the balloon and had to be retrieved.